Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot. The patient effects of hemorrhage, ischemia and death are listed in the proglide instructions for use as potential adverse events associated with use of the vessel closure devices. Medical review concluded that based on the information provided, it is possible that the use of the proglide may have contributed to the patient¿s clinical complication(s), however the data from case #3 lacks sufficient evidence to definitively link device performance to patient death. A more definitive assessment may be completed pending receipt of further case information. The reported patient effect of hemorrhage, ischemia, death are known inherent risks of the procedure. A definitive cause for the reported patient effects of myocardial infarction and shock, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2, b3: dates estimated. D4: the UDI is not known as the part and lot number were not provided. The additional devices referenced in b5 are being filed under separate medwatch report numbers. Attachment: article.

Event description:
It was reported that this was a closure with five proglide devices. Reportedly, the five sutures were placed, however bleeding continued, resulting in hemorrhagic shock. After being converted to open surgery, the patient was weaned off the machine and later died of myocardial ischemia due to massive blood loss. No additional information was provided.